Event description:
It was reported that the pump fell into the sink momentarily, which led to a malfunction alarm identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer did not report the pump exceeding the malfunction code previously, so technical support assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any further issues arose.